Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.

Event description:
It was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied. It was reported there were 6 pods (lot number: unavailable) which the cannula dislodged from the insertion site. Please see below for the related complaints associated in this reportable submission: (B)(4), (B)(4), (B)(4), (B)(4) and (B)(4).

Manufacturer narrative:
B5 - describe event or problem additional information added it was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied. It was reported there were 6 pods (lot number: unavailable) which the cannula dislodged from the insertion site. Please see below for the related complaints associated in this reportable submission: (B)(4), (B)(4), (B)(4), (B)(4), and (B)(4). Previous information: it was reported the patient's blood glucose level (bg) rose to 22 mmol/l (396 mg/dl) while wearing the pod for less than an hour. The pod reportedly fell off the infusion site (leg), causing the cannula to dislodge. As treatment, a new pod was applied.